Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has not yet been returned from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's death.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017 while wearing the lifevest. Prior to passing, the patient received a treatment event consisting of two appropriate shocks. The patient was reportedly in the hospital at the time of the event. At 11:24:40 am the patient received the first appropriate treatment shock. The patient's rhythm at the time of the treatment was polymorphic ventricular tachycardia (vt) at 210 bpm. The patient's post-shock rhythm was sinus rhythm at 85 bpm. The patient's rhythm was vt at 225 bpm at 11:26:52 am. The response buttons were pressed at 11:27:20. The response buttons functioned appropriately. The second treatment was delivered at 11:29:33. The patients rhythm at the time of the treatment was ventricular fibrillation (vf). The post-shock rhythm was idioventricular at 120 bpm for 6 seconds, before degrading to asystole. A non-treatable rhythm was declared at 11:30:40 and the electrode belt was then disconnected at 11:30:44. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.